Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the pilot valve on the manifold was leaking. Additional malfunctions were the o-ring on the manifold was leaking, the regulator on the product tank was leaking, the tie wrap on the product tank was leaking, and the tie wrap on the sieve bed was defective.